Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a revision due to thigh pain. Findings intra-operatively were that the stem was loose in the cement mantle. On extraction, stem showed visible signs of corrosion related to sleeve in ceramic head.

Manufacturer narrative:
An event regarding loosening involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Debris was observed throughout the taper, and a sample was placed on a sem stub for further analysis." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded "suboptimal cementation technique during the previous revision surgery has contributed to premature cement-bone interface failure with focal osteolysis due to cement particulate debris also causing surface damage on the stem." Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the lot code. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." Further to this a medical review concluded that "suboptimal cementation technique during the previous revision surgery has contributed to premature cement-bone interface failure with focal osteolysis due to cement particulate debris also causing surface damage on the stem." No further investigation is required at this time. If further information becomes available, this investigation will be re-opened.

Event description:
The patient had a revision due to thigh pain. Findings intra-operatively were that the stem was loose in the cement mantle. On extraction, stem showed visible signs of corrosion related to sleeve in ceramic head.